Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that the system delivered an error message prior to use for a laparoscopic vaginal hysterectomy. Troubleshooting was performed with two devices. It was also reported that there was intermittent activation with the buttons of the devices. It was perceived that the hand activation was not responding. The doctor decided to not use harmonic and completed the case vaginally. There was no patient consequence.